Manufacturer narrative:
The insulin pump had unexpected restart error alarm after battery change due to broken solder joint of on interface board component. It was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device passed the self-test and no unexpected external ram error alarm noted. It was programmed with multiple boluses and monitored. The bolus were delivered and recorded properly in bolus history screen. No bolus history anomaly noted. It passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. It also had a cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. He also reported that the battery was only lasting 4 days and the insulin pump shut down and erased the basal rate settings. Also, the insulin pump would alarm unexpected restart even when it has a full battery. The customer also received a battery out limit after changing the battery and an external ram error alarm was found in the history. The blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.